Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of over 650 mg/dl. Customer stated they had no delivery alarm. Customer stated the insulin exited. The customer was treated with fluids, insulin drip and anti nausea meds in the hospital. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer stated insulin pump had motor error. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer performed displacement test and no reservoir detected. The insulin pump will not be returned for analysis.